Event description:
It was reported that the physician was unable to tighten the set screw onto the lead during the implantation surgery. A new implantable neurostimulator (ins) was used and the procedure was completed. No patient outcome was reported. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Analysis of the internal neurostimulator (ins) model # 3058, serial # (B)(4) identified the setscrew was backed out too far. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).